Event description:
It was reported there was a 'sensing failure' believed to be caused by a sensing circuit problem. It was not possible to measure the atrial p wave value. The egm had the normal sinus rhythm p wave, but the atrial sense marker was not confirmed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the no atrial sensing condition was the result of a short internal to an integrated circuit. The anomaly also caused a high current drain condition, resulting in the lower than expected battery voltage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was a 'sensing failure' believed to be caused by a sensing circuit problem. It was not possible to measure the atrial p wave value. The egm (electrogram) had the normal sinus rhythm p wave, but the atrial sense marker was not confirmed. The device was explanted and replaced. No patient complications have been reported as a result of this event.